Event description:
It was reported that the patient is experiencing severe pain and needs a cane to walk. He has seen all different doctors and they say there might be a possible infection in the knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
An event regarding femoral component malposition and ligament instability involving a triathlon insert component was reported. Conclusion: medical review indicates that malposition of the femoral component and ligament imbalance of the left total knee arthroplasty could explain the reported symptoms. The femoral component is being reported in a separate medwatch. Based on the provided information, the insert component reported in this investigation remains implanted and did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient is experiencing severe pain and needs a cane to walk. He has seen all different doctors and they say there might be a possible infection in the knee.